Manufacturer narrative:
(B)(4). G4: attempts have been made to gather all product identification information, and no further information has been provided. G2: spain. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. D10: additional associated products. Kne-unk-lcck femoral lot# unk. Kne-unk-lcck tibial lot# unk. Kne-unk-lcck femoral stem lot# unk. Kne-unk-lcck tibial stem lot# unk. Inigo bidea, xabier foruria, isidoro calvo, jesus moreta, jon zabala, rodrigo gonzalez (2024) mid-term clinical radiological results of the constrained condylar knee prosthesis in total knee revision european journal of orthopaedic surgery & traumatology 34:2701¿2708 https://doi.org/10.1007/s00590024-03977-9.

Event description:
It was reported through a journal article that 14 deaths occurred post rtka procedure on an unknown date for an unknown reason and were excluded from the final study cohort. Due diligence is complete as multiple attempts were made; however, no further information was received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identifications are necessary for review of device history records, none were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identifications. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.